Event description:
It was reported that the drill continues to run even if the foot switch is not actuated. There was no patient impact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.